Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. Tandem technical support informed the customer to replace the cartridge every 48 hours due to the type of insulin used. The customer understood and acknowledged.